Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported by the patient's spouse that the patient had been found dead in his bathroom and she feels his death may have been caused by the "defective device." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.